Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the right atrial lead dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.

Manufacturer narrative:
Correction: awareness date should be (B)(6) 2016 and not (B)(6) 2016 as previously reported.